Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the lead would not "move," and therefore was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.